Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. The pump was visually inspected. During functional testing, the reported complaint was duplicated. During functional testing, the pump was found to be displaying 1660 error code on power up and goes into 1210 error code alarm messages when batteries are inserted during the investigation. Found fluid ingression on microprocessor unit board which causes the issue. The microprocessor unit board will be replaced. Root cause was found to be fluid ingression caused by the user. The microprocessor unit board was replaced.

Event description:
It was reported that a pump exhibited error 1660 during testing. No patient injury was reported.